Manufacturer narrative:
(B)(4). Serial # = (B)(4) (device b). Damaged ancillary trocar. Devices (a) and (b) were received in good visual condition and with ancillary trocars present. It was noted that the ancillary trocars were molded incorrectly resulting in a dimensional change consequently increasing the resistance for the attachment and detachment of the ancillary trocar. The devices were received with the breakaway washers present, uncut and the devices were fully loaded with staples, indicating that the devices had not been fired. The devices were tested for functionality and both devices fired and formed all the staples as well as completely cut the test media and the breakaway washers without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon could not insert the blue trocar easily into the anvil. He opened a second device and could not fit this blue trocar in either. As a result of the difficulties encountered with this device, the procedure was prolonged ten minutes. A competitive device was used to complete the procedure. There were no adverse consequences for the patient.